Manufacturer narrative:
Investigation summary: 1 sample was returned. Bdj confirmed that the needle shield with hub was detached from the barrel. A review of the device history record was completed for batch# 9231316. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200842714] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1630423 has been opened to address this issue."

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: a needle with its shield was separated from the hub.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp needle separated from the hub. This was discovered before use. The following information was provided by the initial reporter: a needle with its shield was separated from the hub.